Event description:
It was reported that the ceramic tip of serfas energy probe broke off inside of the pt. As of right now, there are no adverse reactions, but the tip may still be in the pt. They are waiting for their doctor to return from vacation to see if it is still in there.

Manufacturer narrative:
Device has yet to be returned for evaluation. If received, a follow-up report will be submitted with the investigation results.